Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ after the user applied a new dexcom g7 sensor, and the issue was characterized as intermittent communication failure between the cgm and the ilet with signal loss to the pump; the interaction involved troubleshooting and education, and the device component implicated included the antenna within the electrical and magnetic domain. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices associated with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.